Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was consistent with an anomaly in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery procedure. It was reported that the site was receiving a low performance error. While registering a patient the site hit verify registration and inside the viewing boxes it showed low performance mode. The surgeon then went to the last registration attempt and it passed, and the low performance message did not appear. The surgeon was satisfied with the case. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.